Manufacturer narrative:
(B)(4). The device was serviced on site. This is an ancillary complaint. A visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and the alarm log review. The cause of the alarm was determined to be a defective battery. The battery was replaced and the pump was returned in working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part preventive maintenance by a service technician a flo-gard infusion pump was found the battery low alarm. No additional information is available.